Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient had a return of symptoms in (B)(6) 2016. On (B)(6) 2016, he had poor communication on the patient programmer. Confirming the antenna was secure and syncing with the implantable neurostimulator (ins) did not resolve the issue. The programmer wouldn't do telemetry with or without the antenna. A replacement programmer was sent to the patient and he got poor communication on that programmer as well; the programmer was not communicating with the ins. The patient notified his managing physician about the issues and on (B)(6) 2016 they were going to replace the implant.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.